Event description:
The pins in the system controller connector were determined to be from the power module patient cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin stuck in the power cable was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the controller event log file showed events spanning approximately 7 days (01 jul 2023 - 06 jul 2023, 14 jul 2023 per timestamp). Events occurring on 14 jul 2023 were recorded during testing at abbott labs. The driveline was disconnected on 06 jul 2023 at 17:12:37 for a system controller exchange. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The socket/pin locations (pin 5 and pin 6) are designated for receive and transmit communication lines between the system controller and the power module. The broken pins were removed from the connector prior to testing. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. Additional information provided by the vad coordinator on 11 jul 2023 stated that the data transfer issue resolved with the new controller, and new cable to the power unit. Additional information provided by the vad coordinator on 24 jul 2023 stated that the power cable was not from the patient¿s mobile power unit but was from the hospitals power module. It was also stated that the cable¿s identifying number was unavailable, the cable was discarded and therefore would not be returned for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a controller exchange due to a couple broken posts on the white cable were preventing data transfer. Exchanging the controller resolved the data transfer issue the patient tolerated the controller exchange well.